Manufacturer narrative:
No motor error alarm, flow blocked alarm or unexpected no delivery alarm noted during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 599 mg/dl. Customer also stated that the insulin pump had no delivery alarm, it keeps on asking to rewind as well as motor error. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer also stated that they performed displacement test and test result was passed. Customer also stated that they performed 5.0 unit fill cannula and insulin exited. Customer stated that the cannula was not bent. The insulin pump will be returned for analysis.